Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed on (B)(6) 2025. The catheter was naturally removed the following day, the (B)(6) 2025. Also, it was found no leaflet was present in the foley tray.

Manufacturer narrative:
The initial reporter's facility name:(B)(6). The reported event was inconclusive because poor sample condition. It is unknown whether the device had met relevant specifications. Based on the sample evaluation, it was observed that there was only catheter returned for evaluation. No leaflet was found on the package. Based on the condition of the returned sample, this complaint was classified as poor sample condition. Unable to determine the origin of the sample condition as the sample had already been used. The potential root cause could be due to operator error. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed on (B)(6) 2025. The catheter was naturally removed the following day, the (B)(6) 2025. Also, it was found no leaflet was present in the foley tray.